Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment and reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.